Event description:
Physician was performing a laparoscopic colon resection using the ethicon dextrus seal cap assembly. When he placed his hand through the seal, it ripped into two pieces . A new seal was opened and used to complete the procedure. No patient harm.====================== health professional's impression============================================ manufacturer response for seal cap assembly, ethicon dextrus seal cap assembly======================have not heard from them yet.